Event description:
A gynecologist dropped some preservcyt on his hand. An allergic reaction erupted on his hands. Technical support sent the customer the msds document with the chapter on skin reaction. Technical support spoke with the gynecologist and insured him that the eruption on his hand is not dangerous. No further info is available at this time.